Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the surgeon contacted the pt about the recall. The pt has periodic groin pain and sometimes walks with a limp. X-rays and blood tests were taken in august 2012. The pt will be monitored and retested in (B)(6) 2013.